Manufacturer narrative:
Describe event or problem; corrected data: inadvertently did not include the following information on the initial report - "the physician reported that the infection was first observed in (B)(6) 2015. The infected location was at the left neck incision involving the lead. The physician indicated that the infection was due to the presence of the vns device."

Event description:
On (B)(4) 2015, it was reported that the patient underwent explant of the vns lead and generator on (B)(6) 2015. The physician reported that the infection was first observed in (B)(6) 2015. The infected location was at the left neck incision involving the lead. The physician indicated that the infection was due to the presence of the vns device.

Event description:
On (B)(6) (B)(6) 2016 it was reported that the patient had a vns system re-implanted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient would be having his vns explanted due to continued infection. Review of manufacturing records confirmed that both the lead and generator were sterilized prior to distribution. No known surgical interventions have occurred to date. Attempts for additional relevant information have been unsuccessful to date.

Event description:
Clinic notes were received dated (B)(6) 2016 which indicate that the patient's skin infection has healed since the generator was removed. The patient is doing well and will have the vns re-implanted. Clinic notes dated (B)(6) 2015 indicate that the patient's infection on the side of his neck has completely resolved; there is no drainage, swelling, tenderness, or fever.

Event description:
Additional information was received that antibiotics were used to treat the patient's infection.